Manufacturer narrative:
(B)(4). Additional concomitant medical products: 00877503602, bioloxâ® delta ceramic femoral head, 2597820. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported that the patient suffered a dislocation in the left hip. The femoral head component appeared to be mildly superior in relation to the acetabular component. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Reported event was confirmed by review of operative notes. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient suffered recurrent dislocation in the left hip. While being transported from the wheelchair to the ambulance after discharge from the hospital she suffered another left hip dislocation. The femoral head component appears to be mildly superior in relation to the acetabular component. A closed reduction was performed. She was prescribed to wear a brace for two months all day every day. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.